Event description:
The customer contacted heartsine to report that their device failed to operate as intended during a patient involved event. The device failed to progress past apply pads during the event, which may resulted in a delay in performing defibrillation therapy. There was patient death reported with this event.

Manufacturer narrative:
Heartsine has requested the return of the device for investigation. Upon completion, the conclusions will be submitted in a follow-up report. Stryker contacted the customer to request additional information on the patient. The customer provided stryker with the available patient information. Patient fields in which information is not provided were intentionally left blank.

Event description:
The customer contacted heartsine to report that their device failed to operate as intended during a patient involved event. The device failed to progress past apply pads during the event, which may resulted in a delay in performing defibrillation therapy. There was patient death reported with this event.

Manufacturer narrative:
Heartsine evaluated the customer's device but was unable to duplicate the reported issue. No fault was identified on the sam 350p during the investigation. The device was found to be accurately measure impedance throughout the specified range, even under the stress of elevated temperature. No continuity issues were identified on the patient output cables and there was no fault found on the pogo pins that would have resulted in an impedance detection issue. The device delivered the full shock therapy sequence without fault using the returned pad-pak pak, and the device recorded ECG data accurately without noise or other abnormalities. Given no fault found on the device, the investigation can only suggest that the reported complaint was due to situational factors. The device was scrapped by heartsine. The device was scrapped by heartsine and the customer was provided with a replacement device.